Manufacturer narrative:
An investigation into the reported event has been initiated under(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: poland

Event description:
It was reported that during surgery, the device had been opened and found to be dirty inside. There was no harm /injury to the patient or operator. There was no medical intervention required. There was no surgical delay, a second device was available for immediate use. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures found the device was opened and there was battery debris within the sterile tray. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.